Manufacturer narrative:
An investigation was conducted: brief description: it was reported on (B)(6), 2025, that the brevera system (B)(6) began experiencing errors during a biopsy procedure. The foot pedal would not activate a cut cycle, and there was a yellow light indicating no filter was present. The system passed needle testing multiple times but would not cut during a biopsy. Tech support determined that the no filter errors were related to a malfunction in the corlumina unit, and it was replaced. Once the corlumina was replaced, the system functioned according to manufacturer specifications. Patient impact was reported as the procedure had to be rescheduled for another day and they required another incision. Initial evaluation: neither the brevera system nor corlumina were returned to hologic pmqa for investigation. Investigation methods and findings: further investigation could not be performed as no parts were returned to hologic pmqa. Cause/root cause: since no parts were returned to pmqa for investigation, a definitive root cause could not be determined. Based on the description of the problem and the observations made by tech support, the most probable root cause is an issue with the corlumina software. Conclusion: the failure mode described in the complaint could not be confirmed as no parts were returned to hologic pmqa for investigation. As a result, no definitive root cause could be determined. Based on the details of the complaint, as well as the observations and steps taken by tech support to resolve the issue, the most probable root cause was an issue with the software in the corlumina system. The issue was resolved by replacing the corlumina unit. Patient impact was reported as the patient had to be rescheduled for another day and required another incision to complete the procedure. Complaint confirmed: no device history record (DHR) review: system sku: brev100 system serial number: (B)(6). System manufacture date: system installation date: 12/31/2018 UDI: (B)(4). The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy system procedure on (B)(6) 2025, the user reports that the system passed multiple quality checks and made the cutting sound during set up; however, when the user site pressed the foot pedal, the system would not cut and "no filter" displayed on the device. It is reported that the user site did not attempt to change out the disposable needle and the procedure was aborted after incision and needle insertion had already occurred on the patient. A hologic field service engineer (fse) in conjunction with hologic technical support determined that the reported issue was related to the systems corlumina. The fse ordered a new corlumina, which was installed and calibrated on the brevera system. The fse tested the system and reports that it meets manufacturer specifications. No further information is currently available.